Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. Reportedly, the bolus button cover was damaged and there was tactile issue with the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings:on investigation, the alleged bolus button issue was verified. The cover to the bolus button was found to be detached/missing. The pump powered up to the display with auditory and vibratory features. No tactile issue was found with the keypad buttons.